Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent total hip arthroplasty in 1994. Subsequently, patient underwent a revision procedure (B)(6), 2014 allegedly due to pain. It was reported the head was removed and replaced.